Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient needing an impella device for mechanical circulatory support. Upon insertion it was determined that the introducer would not advance all the way into the body. Shockwave and balloon angioplasty of the right femoral artery was performed. After intervention impella insertion was attempted. The surgeon was unable to use the left femoral artery due to significant calcification and stenosis. The patient was hemodynamically stable, so decision was made to proceed without impella support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to advance: the cause of the delivery issue was patient condition related to the patient's tortuosity, calcification, and stenosis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in d1, d4 and h11. Investigation determined that the subject device for this complaint is the introducer, not the pump as initially reported. A supplemental MDR is being submitted to retract the information previously reported under MDR 1220648-2026-03881. The introducer complaint has been consolidated under MDR 1220648-2026-01441.